Event description:
The customer reported via phone call that there was damage on the reservoir of the insulin pump. Customer stated that part of the reservoir broke off and the reservoir does not stay in. Customer cracked the pump and stated that the damage occurred when the pump was dropped. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked reservoir tube, minor scratches on the display window, and cracked battery tube threads. The test reservoir and infusion set twists into the reservoir tube threads and remains in place.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.